Event description:
It was reported that the needle was blocked and unable to deliver medication with an unspecified bd pen needle. The following information was provided by the initial reporter: it was reported the needle was blocked.

Manufacturer narrative:
Investigation: customer returned one (1) used 31g x 8mm bd pen needle without a cover or tear drop label attached. Consumer reported needle blocked. The returned pen needle was examined, then tested for flow using a test pen injector: the returned pen needle was not able to expel properly. A wire test was then performed on this sample: the wire was not able to pass through the length of the cannula, and would hit a hard material. This material could be adhesive residue, which would be the cause of the clog, likely occurring during the manufacturing process. Unable to perform a DHR review due to an unknown lot number. The probable root causes for this issue are: misadjustment of the adhesive nozzle. Flow on adhesive nozzle is set too high.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle was blocked and unable to deliver medication with an unspecified bd pen needle. The following information was provided by the initial reporter: it was reported the needle was blocked.